Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms while sleeping. Customer's blood glucose level was 187 mg/dl. Customer indicated they have back up insulin pens for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was verified. In addition, a different issue was also found.